Manufacturer narrative:
The main component of the system and other applicable components are: model: 3998, lot: j0357386v, description: lead 3998 specify surgical,8 electrode.

Event description:
A patient reported on (B)(6) 2016 stating that they could not have stimulation on while walking, as it caused their legs to give out since their healthcare provider (hcp) "dermabonded" the lead to their spinal cord on (B)(6) 2004. They had 5 revision surgeries because the lead wouldn't stay in place. The hcp wasn't supposed to "dermabond" the lead to the patient's spine according to the patient during the last surgery on (B)(6) but when the patient woke up, that wasn't the case. They only used stimulation when they were sitting or lying down. The indication for use was multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.